Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: adverse event without identified device or use problem. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile on both sides and was presented with breast implant deflation on her left side. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 5/7/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, a tear was also observed in the anterior view, measuring approximately 0.5 cm. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).